Event description:
2020-03-13 17:00:59 power fail 2020-03-13 power 4. I got the mention of the ICU the ventilator was shut-off. While I was testing the ventilator today the ventilator was also shot-off. I got the mention ipp communication lost and tf 9214, see pictures. The second time I like to printscreen voltages of the battery (voltages 0) esm board (voltages 0) the printscreens are not download. We will replace the vu esm board.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black but the unit continued to ventilate. No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to it could cause serious injury or death if it was to reoccur.